Event description:
The facility's representative reported in 2009 a colleague cx triple channel volumetric infusion pump with a malfunction of no alarm with proximal occlusion on channel c that occurred on an unknown date. The reported condition occurred during biomedical testing. The pump was programmed in moderate mode. The expected and actual infusion times were 200ml/hour at 10ml/hour volume for accuracy test. The speaker on the pump was not muted and the volume was not turned down. The backlight to the device channel was on. According to the customer there is not an adverse event, patient injury or medical intervention associated with this report. No additional information is available.

Event description:
It is reported that during attempts to recannulate a 70-80% occluded and calcified iliac artery with a cordis storq wire and a 4 fr diagnostic catheter by omni flush by angiodynamics, a dissection occurred within the vessel wall and the physician was unable to pass the wire to the reconstituting distal vessel. Access was made with a wire left from the femoral artery into the dissection plane and then once again, an attempt was made from the aortic catheter to recannulate the occluded arery, which was successful. During balloon angioplasty and with the first inflation of a powerflex p3 balloon catheter at 5 atm it ruptured. When the physician tried to pull the balloon out of the patient, it snagged within the ruptured area and separated into the patient. The patient was taken to surgery and the balloon was successfully removed. The patient was in stable condition after the procedure. Initially in the procedure, there was difficulty advancing the balloon catheter through the vessel and also crossing the lesion. The balloon was also in an acute bend during the procedure.

Manufacturer narrative:
The uim (user interface master) software version is 5.04.00, categorized as unremediated. The pump was received and evaluated by baxter. The reported condition was confirmed and duplicated. The root cause was the faulty upstream occlusion sensor assembly. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Manufacturer narrative:
The pump has been returned to baxter on 14 october 2009 and an evaluation will be performed. A follow-up report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4)(B) (4) there is a CAPA investigation associated with this report. (B) (4)

Event description:
It was reported that the pt experienced chills, increased pain, nausea, vomiting and diarrhea. A confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The pump did not restart after updates were done on the pump. The pt had not been around any magnetic fields. The eri (estimated replacement indicator) was 42 months. They had planned to replace the pump. The medications being delivered via the device system were bupivicaine and dilaudid.